Event description:
Patient was seen in clinic and presented with high impedance. No known trauma or manipulation was reported and it was noted that the patient was referred for x-rays. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Ap and lateral neck x-rays were received and reviewed. The generator could not be visualized in the images provided therefore the placement of the generator, the lead pin being fully inserted and the feedthru wires being intact could not be assessed. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief loop is present, but a strain relief bend does not appear to be present in the neck area per labeling. One tie-down is present, but not placed per labeling as there should be multiple tie-downs. Since the generator could not be visualized, the lead being routed behind the generator and the lead wired being intact at the connector pins could not be assessed. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date.